Manufacturer narrative:
Unit was received with normal operating currents and no unexpected off no power, bad battery, low battery, battery out limit, failed battery test alarms during testing. Unit received with button error alarm and had intermittent bolus express, escape and act buttons response due to corroded keypad traces. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was not responding properly. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.